Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contributed to pt injury. Device issue: balloon rupture. It was reported that the target lesion was in the rca moderate tortuosity, heavy calcification and 90% stenosis. The vessel diameter was 2.5 mm. The rx zeta balloon ruptured at the first inflation at 10 atm. As the stent had been expanded insufficiently, the smaller sized balloon was used to post-dilate, but the stent still didn't expand sufficiently. Another balloon was used and the procedure was completed (the stenosis was recovered to 10%). No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - balloon rupture below the rbp can be caused by numerous factors including but not limited to, balloon damage during manufacturing, weak materials, interactions with other devices, interactions with stent struts, pt anatomy, lesion calcification, or lesion tortuosity. There was no noted leak during the preparation of the device, and the balloon was able to be initially pressurized to 10 atm, suggesting that there was no pre-existing issue with the integrity of the balloon. It is possible that the damage to the balloon may have occurred during advancement, caused by interaction with the anatomy or other devices or stent implant during the balloon inflation. The root cause is unk.